Event description:
A dhs lag screw, implanted in 2002, broke post-operatively and was removed in 2003. Pt fell and was diagnosed with a basi-cervical femoral neck fracture and a dhs construct was implanted. Nine months ago fracture was healing and plate was in anatomic alignment. Pt reportedly fell, slipped or twisted and x-rays taken showed that the dhs lag screw had broken. Surgeon removed the construct and performed a total hip replacement.